Event description:
It was reported that the patient presented with a right atrial lead that was kinked. The lead was explanted. The patient was stable.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
The reported event of ¿lead kink¿ was confirmed. As received, a complete lead was returned in one piece. The helix was retracted and clogged with blood/tissue. X-ray inspection found over-torque of the inner coil at the connector region consistent with procedural damage. Visual inspection found the outer insulation twisted along the lead. The cause of the reported event was due to outer insulation twisted consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage